Event description:
It was reported that the patient presented to the emergency room having received inappropriate shocks due to t-wave oversensing (twos) on the right ventricular (rv) lead. It was determined that the patient¿s electrolytes were abnormal, resulting in increased t waves. However, several weeks later the same thing occurred again and reprogramming was done. The cardiac resynchronization therapy defibrillator (crt-d) and lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.